Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose had been running high and that the pump had multiple no delivery alarms within the past two weeks. The customer changed his infusion set the previous day after waking up to a blood glucose of 230 mg/dl. Despite bolusing all that day his blood glucose remained high. When he removed the infusion set the cannula was bent. The patient's blood glucose at the time of call was 443 mg/dl, which he was treating with pump boluses and manual insulin injections. No symptoms of high blood glucose were mentioned. Troubleshooting for the no delivery could not occur since the customer already resolved the issue with a complete set change. Troubleshooting for the high blood glucose occurred and it was decided that the bent cannula was the issue. The customer was advised to try an infusion set with a longer cannula. Customer agreed to call back if issues persist. No products were shipped or returned.